Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unspecified date, reportedly the tip of the cortex screw broke during insertion. No further information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
Investigation coordinated by synthes europe. Report received indicates the measurable dimensions of the cortex screw could not be checked completely because the part of threaded tip is partly missing. The head and the remainder of the thread were found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificates and the manufacturing papers was not possible since the lot number is not known. The investigation of the complained screw shows that the tip is flattened due to mechanical overload situation while insertion. We are not able to determine an exact cause of this occurrence as no clinical details were provided. We assume that the tip of this screw is flattened as result of strong mechanical contact with very hard unknown media / hard bone.